Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring power error alarms. The customer tried to remove the battery and restart but the the alarm recurred. The insulin pump is returning. The customer's blood glucose was 162 mg/dl.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management graph and the power management tool confirmed an abnormal loaded voltage due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. Pump history did not confirm any pump error 25 alarms, or any other battery related anomalies. No unexpected pump error 25 alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.